Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B) (4) no anomalies were found however, blood was noted in the helix mechanism on visual inspection. The full lead was returned for this analysis.

Event description:
It was reported that during implant attempt, there was consistent high impedance with multiple positionings of the lead and noise noted on the electrogram. It was also noted that there was no unusual trauma to the lead during the implant attempt. The lead was removed and not used. There were no patient complications reported as a result of this event.